Manufacturer narrative:
(B)(4). Other devices used: catalog #00598307014, nexgen mis quad-sparing spacer block, lot #60447335. Catalog #00598307010, nexgen mis quad-sparing spacer block, lot #60911888. This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisional blocks do not give an accurate reading on thickness.

Manufacturer narrative:
Evaluation of the returned spacer blocks identified that dimensions taken were conforming to print specifications. Visual exam noted minor cosmetic wear and light scratches were on the components. Product was analyzed dimensionally and found conformed within print specifications. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the mis spacer blocks. A product history search could not be conducted for the standard spacer blocks, as the lot numbers are unknown. The physical thicknesses of the spacer blocks are 9mm more than the value shown on the spacer block (e.g. The actual thickness of the 10mm spacer block would be 19mm). The spacer block represents the approximate thickness of the articular surface and femoral component as the minimum persona tibial articular surface construct is 10mm and the distal thickness of the persona femoral component is 9mm. From the devices returned in (B)(4) it can be seen that this surgeon was trialing for persona ps components. As noted, in the spacer block technique, of the persona surgical technique, the distal thickness of the persona cr and ps femoral components is the same but the posterior thicknesses of the persona cr and ps femoral components are 9mm and 10mm respectively. Use of the persona ps femoral component will result in the knee construct being 1mm thicker than the spacer block when the knee is in flexion. A definitive root cause cannot be determined with the information provided; however, it does not appear that this event was due to an issue with the product.